Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The target lesion was located in a calcified circumflex artery. The taxus express2 2.5x12mm drug eluting stent came off the delivery system in the left main. The stent was able to be pulled from the vessel, however, when it reached the abdominal area, visualization of the stent was lost. The dislodged stent is presumed to remain in the pt. The lesion was then just angioplastied with a 2.5x8mm non-bsc balloon. No further pt complications occurred. Pt status is satisfactory.

Manufacturer narrative:
As the unit has not been returned, a technical analysis was unable to be performed. A review of the manufacturing records found that the device met material, assembly and product specifications. The most probable root cause of this complaint is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure.